Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected. Blood glucose level was recorded at 40 mg/dl due to the issue. The customer addressed the low blood glucose by consuming carbohydrates and did not require third-party assistance. Despite the explanation that control-iq predicts glucose values 30 minutes ahead and adjusts insulin delivery accordingly, the caller did not acknowledge that control-iq was functioning as intended. The correction factor setting was identified as incorrect. Customer was educated and transferred to additional support for further assistance and was advised to contact a healthcare professional.